Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: improper implant selection, using too long of an implant, or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later complained of right side radicular pain. The surgeon determined that the inferior positioned implant was impinging on the neuroforamen. In (B)(6) 2019 the surgeon performed a revision procedure where he removed the inferior positioned using chisels. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.